Event description:
It was reported that during the tibial cut, doctor noticed the handpiece did not appear to be in place according to the screen, so he verified his checkpoints and failed the tibia by 4mm. No patient injury and delay of less than 30 minutes was reported.